Event description:
Around (B)(6) of 2024, the smartdrive speed control dial activated by itself while I was sitting at a table. My wheelchair started moving towards the table causing me to become trapped and my chest to be crushed between my wheelchair and the table. This caused me a lot of pain in my chest as well as feelings of discomfort and anxiety about using my smartdrive. I continue to have chronic pain in my upper back and chest today, but it is unknown if this is related to the incident. Aside from this incident, I experienced many times during that year in which the smartdrive speed dial was unresponsive to me stopping it, leading to me crashing into walls and objects or pushing me into traffic without injury. Additionally, there was an incident that year in which the device stopped and would not start as I was in a pedestrian crosswalk, meaning that I was stuck in the road until I received help from a caregiver. After the recall, I was given a new speed dial control but it continued to have the same issues, being unresponsive to me starting or stopping the device.